Manufacturer narrative:
A DHR review of possible involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. An investigation of several documents regarding musc clinical practices provided by legal team was performed revealing that clinical practices at musc did not adhere to livanova instruction for use. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA 2014-10, CAPA 2015-03, CAPA 2016-01 and a field action (cp-mun-2018-009) has been issued in march 2019. The involved device in use at the hospital at the time of surgery ((B)(6) 2019) was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2020. Livanova became aware of these cases through legal actions. According to the livanova legal counsel, these are the only available details at the moment, and we do not expect to receive additional information in the near future. Therefore, the company will proceed with closing the case. However, if new information becomes available through the discovery process, the complaint will be reopened and updated accordingly. Livanova has a periodic process for updating legal cases in collaboration with its legal counsel, ensuring that any new information will be collected and managed even after the case is closed.

Event description:
See initial report.

Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. From analysis of the provided documentation from the customer, the following additional information was retrieved: the operating suite where the surgery was performed seems that utilized non-sterile tap water in certain pieces of equipment, which water possibly contained mycobacterium chimaera - medical staff required the patient to undergo additional, unnecessary and invasive open-heart surgery and treatments that failed to properly treat or eradicate the m. Chimaera infection, and which caused the patient to sustain severe pain and suffering, damages to his heart and internal organs, as well as a significantly shortened life expectancy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Complainant alleges through their counsel a mycobacterium chimaera infection after lvad (left ventricular assist device) placement performed on (B)(6) 2019, in which a livanova heater cooler 3 t system device was used. Mycobacterium chimaera infection was diagnosed into the patient after his heart transplant surgery in (B)(6) of 2021 when the lvad was removed and biopsies were conducted. The patient died on (B)(6) 2022. His autopsy concluded the cause of death was due to complications of disseminated mycobacterium chimaera infection following heart transplant due to chronic mycobacterial infection of left ventricular assist device.